Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cap molding error with the incident lot was observed. A review of the manufacturing records was completed for lot 6099667 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that two caps on bd vacutainer® plus plastic serum tube had molding errors. There was no injury or medical intervention reported.